Event description:
A peritoneal dialysis pt called and stated that there was solution leaking from the cycler. Pt stated that one of the connections seemed loose. He also stated that he tried to tighten the connections, but wasn't sure if the leak was coming from the tubing. The leak was noticed when the cassette door was opened. The pt has noticed no ill effects or antibiotics taken. There is no sample available for evaluation.